Event description:
During the atypical flutter procedure, an effusion occurred. The patient became hypotensive and an intracardiac echo confirmed an effusion below the left ventricle when the flutter was terminated via ablation. Access was gained, transseptal puncture was performed, the introducer was inserted, as well as the ice catheter. A baseline effusion was identified after transseptal, the atypical flutter was mapped with the mapping catheter, then ablated with the ablation catheter leading to termination, and the procedure continued. While ablating, ice was checked again and the effusion had grown and a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.